Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user states the seat is torn on the left front at the seam. She states the arm pads are wearing off as well.